Event description:
It was reported that during preparation of the 3.0 x 38 mm xience xpedition stent, it was noted that the stent was not on the delivery system balloon. The stent implant was found in the protective sheath, where it had dislodged. No resistance was reported during removal of the protective sheath. The procedure was completed using another 3.0 x 38 mm xience xpedition stent. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. Stent dislodgement was confirmed via returned device analysis. Based on the visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.